Manufacturer narrative:
This event occurred in (B)(6). The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 150 mmol/l on the c501 module. The repeat from a cobas 8000 system was 140 mmol/l. The initial result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and noted cell overflow. One of the probes in the wash station vacuum line was clogged and was no longer evacuating the liquid. The fse also replaced the gear pump and pressure gauge. The customer has had no further issues since the service visit.